Manufacturer narrative:
Device received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. Unable to confirm no button response due to frozen display. Device received with cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display. The customer also stated that none of the buttons worked. The time was advancing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.